Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse rewired the compressor. The cse installed a new fuse and manufactured cuvettes without any errors. The cse removed and replaced the sample probe drain, checked the alignment and cleaned the waste spillage. The cse ran a system check, which passed. During the follow-up visit, the cse replaced the wiring harness from back plane to the compressor and replaced the compressor with a new one. The cse verified the system performance and ran system check, which passed. A siemens headquarters support center specialist reviewed the service report and concluded that the failure of sample drain was due to the highly corrosive bleach i.e. The spillage of the sample probe cleaner onto the compressor harness. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) and reported that while performing troubleshooting on a dimension xpand plus with hm instrument, the waste tubing came off the sample drain. The fluid which should have gone from the sample drain to the waste bottle went inside the instrument, which resulted in a short circuit of the compressor plug and blow out of the fuse. There are no reports of injury to the operator, damage to the property or impact on patient samples.